Manufacturer narrative:
The returned device was evaluated and the investigation found cannula torn at the distal tip, and hard cannula puncturing soft cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Device adhesive was wet and cannula was noted as "shorter" than usual, however, adhesive was secure and cannula noted as "normal." No cannula dislodgement, damage, or otherwise physical deficiencies were reported. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).